Event description:
A cartridge alarm issue was reported, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to store the pump and return it to tandem, and a replacement pump with updated software was sent to them. The customer acknowledged understanding of the steps required for the replacement process and will use multiple daily injections and a backup insulin pump as interim measures.